Event description:
Some of the string was sealed into the closing of the wrapper and would tear off when opened [device breakage]. Significantly shorter string than most... Some of the string was sealed into the closing of the wrapper [device physical property issue]. Case narrative: consumer reported via email that some of the tampon string was sealed into the closing of the wrapper and tore off when opened. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Some of the string was sealed into the closing of the wrapper and would tear off when opened [device breakage] . Significantly shorter string than most... Some of the string was sealed into the closing of the wrapper [device physical property issue] . Probable manufacturing issue [manufacturing issue] . Case narrative: consumer reported via email that some of the tampon string was sealed into the closing of the wrapper and tore off when opened. No injury was reported.